Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. There is no evidence to suggest a request was made to have data from this device analyzed. This device remains in service and is scheduled for replacement on (B)(6) 2021. No adverse patient effects. The device was explanted and replaced as scheduled and is expected to be returned for analysis. No additional adverse patient effects.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. There is no evidence to suggest a request was made to have data from this device analyzed. This device remains in service and is scheduled for replacement on (B)(6) 2021. No adverse patient effects. The device was explanted and replaced as scheduled and is expected to be returned for analysis. No additional adverse patient effects. Additional information provided indicates the device was already sent back by the field representative, however, the device has not yet been received. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.